Manufacturer narrative:
The needle was returned for investigation. The lot history record was reviewed and no deviation or concerns were noted. The customer complaint of the needle shaft frosting was verified. Testing revealed the shaft temperature was not within specification indicating a vacuum insulation failure. Further investigation of the needle did not reveal any evidence related to an error in the assembly process or the vacuum loss phenomena. The reason for the vacuum loss could not be determined. The root cause of the event was due to an internal component failure. This case was completed with no pt injury.

Event description:
The system and needles were tested prior to a cryoablation case with no incidents reported. During the procedure one of the needles' shaft frosted up. The handle did not frost up much, but ice formed as expected. Case was completed as expected with no injury to the pt. Needle will be returned to galil for investigation.